Event description:
The customer is reporting an unintentional movement of the bed. It comes back up by itself after being brought down.

Manufacturer narrative:
The tech replaced the obstacle detect sensor cable to repair the bed.